Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily scarred common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports unlocking the thumb advancer enabling it to be retracted proximally, which released the device from the tissue tract. When the device was removed, bleeding continued. A femostop was applied to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. The perclose proglide instructions for use (IFU) state under special pt populations. "The safety and effectiveness of the perclose proglide smc devices have not been established in pts populations who are morbidly obese (body mass index > 35 kg/m2)."